Manufacturer narrative:
The insulin pump had motor error alarm during rewind due to corroded motor home switch. The insulin pump had scratched lcd window, cracked display window corners and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they received several motor error alarms. The customer's blood glucose was 7.2 mmol/l at the time of incident. The insulin pump will be returned for analysis.